Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels 300 mg/dl with a slight trace of ketones. Per the customer's healthcare provider, the level of ketones was considered as being dangerous. The customer thought that the bg level may have been due to counting carbohydrates incorrectly. A correction bolus via the pump was delivered to address the bg level.